Manufacturer narrative:
No info was provided about the revised ceramic head mentioned in the event.

Event description:
It was reported that, "pt had implanted ceramic hip around 1 1/2 yrs ago, came in after a fall, and complained of a clicking with her hip. Upon revision surgery, it was found that implant had cracked. Physician changed the insert and head. No complaints were made by the hosp or surgeon."